Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/25/2014 with the following findings: evaluation revealed that the display screen was dim and discolored. The pump was found to be cracked along the battery compartment. Unrelated to these issues, evaluation revealed that the internal clock battery had failed. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen. Evaluation also revealed that the battery compartment was cracked. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 04/25/2014.